Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's patient programmer was not working. The patient stated that sometimes they get stimulation and sometimes they dont. While on the phone the programmer shut off and the patient could not get it to do anything. The patient stated that they were using heavy duty batteries and it was reviewed that these were not ideal batteries for the programmer. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.